Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3182 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: enter standard text: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, parity 3, multi gravida, chronic cervicitis, inguinal hernia, pelvic pain and overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3075 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, robot-assisted lysis of adhesions, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy in essure insertion date; previously reported insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27 kg/sqm. [Pathology test] on (B)(6) 2017: cervix, uterus, bilateral tubes, and essure device (164 grams); robotically assisted laparoscopic hysterectomy with bilateral salpingectomy: chronic cervicitis. No residual squamous dysplasia is identified. Benign secretory endometrium. : lelomyomata. Benign fallopian tubes with paratubal cysts and essure device specimen(s) received cervix, uterus, bilateral tubes, essure device clinical history pre-operative diagnosis/ post opertative diagnosis: dx. Chronic pelvic pain surgical procedure robotically assisted laparoscapic hysterectomy, bilateral salpingectomy, cystoscopyenign fallopian tubes with paratubal cysts and essure device. Gross description: the bilateral fimbnated fallopian tubes average 55 x 0.5 x 0.5 cm displaying purple tan hyperemic serosa and a stellate lumen. Identified are multiple attached clear fluid filled paratubal cysts ranging from 0.3 cm to 0.8 em in greatest dimension. Within the fallopian tubes are soft metallic coils consistent with essure device. Representative sections are submitted in nine cassettes. [Ultrasound abdomen] on (B)(6) 2014: CT abdomen pelvis with IV contrast indication: pelvic pain, inguinal hernia versus misplaced essure device. Findings: essure device noted at the bilateral uterine cornual regions extending to the proximal fallopian tubes, there is a 1 cm low-attenuation lesion at the anterior uterine wall consistent with fibroid. Small left adnexal cysts measure up to 1 cm. Impression: no evidence of inguinal hernia. Essure device at the bilateral uterine cornual regions extending to the proximal fallopian tubes, appears in appropriate position, consider ultrasound or hysterosalpingogram evaluation for more detailed characterization. Small left adnexal cysts up to 1 cm, likely physiologic follicular ovarian cysts. Small, 1 cm, anterior uterine fibroid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters, medical history, lab data, patient information, indication, insertion date, non-drug treatment added. 17-nov-2023: no new clinical information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3182 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, parity 3, multi gravida, chronic cervicitis, inguinal hernia, pelvic pain and overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3075 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, robot-assisted lysis of adhesions, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy in essure insertion date; previously reported insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2014: CT abdomen pelvis with IV contrast indication: pelvic pain, inguinal hernia versus misplaced essure device. Findings: essure device noted at the bilateral uterine cornual regions extending to the proximal fallopian tubes, there is a 1 cm low-attenuation lesion at the anterior uterine wall consistent with fibroid. Small left adnexal cysts measure up to 1 cm. Impression: no evidence of inguinal hernia. Essure device at the bilateral uterine cornual regions extending to the proximal fallopian tubes, appears in appropriate position, consider ultrasound or hysterosalpingogram evaluation for more detailed characterization. Small left adnexal cysts up to 1 cm, likely physiologic follicular ovarian cysts. Small, 1 cm, anterior uterine fibroid. [Laparoscopy] on (B)(6) 2017: adhesion of ascending colon and small bowel to each other as well as abdominal wall and region of the ileocecal junction. Grossly normal uterus, tubes, and ovaries. Essure coil noted to be in place [pathology test] on (B)(6) 2017: cervix, uterus, bilateral tubes, and essure device (164 grams); robotically assisted laparoscopic hysterectomy with bilateral salpingectomy: chronic cervicitis. No residual squamous dysplasia is identified. Benign secretory endometrium. : leiomyomata. Benign fallopian tubes with paratubal cysts and essure device specimen(s) received cervix, uterus, bilateral tubes, essure device clinical history pre-operative diagnosis/ post operative diagnosis: dx. Chronic pelvic pain surgical procedure robotically assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopyenign fallopian tubes with paratubal cysts and essure device. Gross description: the bilateral fimbriated fallopian tubes average 55 x 0.5 x 0.5 cm displaying purple tan hyperemic serosa and a stellate lumen. Identified are multiple attached clear fluid filled paratubal cysts ranging from 0.3 cm to 0.8 cm in greatest dimension. Within the fallopian tubes are soft metallic coils consistent with essure device. Representative sections are submitted in nine cassettes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation (excluded at CT and laparoscopic surgery for removal). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: update of quality-safety evaluation of ptc: unconfirmed quality defect. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.